Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with blank display on their insulin pump. It was reported that the screen was just flashing black and white. It was reported that the customer tried to swap out the battery, but the alarm was still present. Troubleshoot was reported to be conducted, and the pump was still not functioning properly. It was reported that the device would be replaced and returned for analysis. No further information provided.

Manufacturer narrative:
The insulin pump was received with blank flashing white lcd due to cracked lcd controller. The insulin pump had scratched keypad overlay, a minor scratched display window, scratched case and cracked battery tube threads.